Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It is reported a high definition lcd monitor goes black when the touch pad is hooked up to the davinci source. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide additional information provided by the customer, and the investigation findings. New information is reported in b5, h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive root cause of the reported event could not be determined. Based on the available information, the following are possible causes: power was not supplied properly due to effects other than the device (condition of facility wiring). The internal board failed because nine years and eight months have passed since manufacturing.

Event description:
Additional information provided by the customer 24mar2021: while troubleshooting the issue, the customer had reached out to the previous olympus rep who serviced their the territory. The olympus rep stated it was on going issue in this operating room (or) as they have power supply issues. The olympus rep further stated that technicians have been out numerous times over the previous years, and have not been able to quite pin point the problem. The monitor is spotty. Right now, the customer stated it has been working as it should. The customer further stated the hospital is opening up a new or tower in a few months. One of the reasons they are moving is because of their power supply issues for the whole or. It has occurred during a case, probably numerous cases throughout the years. As a result, the customer does not have specific case information to provide. They have three other monitors in that or, so they are able to continue with the operations.